Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 is not centered in the device causing the insulation to be rubbed off. They were able to complete the case with the malfunctioning device.the hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: e-1 event site email address to:"(B)(6)", h-3-corrected to device discarded, h-6 evaluation method code-corrected from "device not returned" to device discarded" h-6 correct method code to device discarded. H-10: add corrected sections e-1, h-3 "if other provide code -explain" corrected from "device not returned" to "device discarded", h-6 evaluation method code; corrected from "device not returned" to device discarded"

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is not centered in the device causing the insulation to be rubbed off. They were able to complete the case with the malfunctioning device. The hospital did not report any patient effects.